Manufacturer narrative:
Advanced bionics believes that the pt experienced an in-situ failure. The pt's device remains implanted a review of device history records was completed and no anomalies were noted. This is the final report.

Event description:
The pt reportedly has been a non-user of the device for two years. During an attempt at re-programming, device lock could not be obtained. External equipment was exchanged and programming changes were made: however, the issue was not resolved. Testing confirmed a non-functioning device. The pt has declined revision surgery due to other health issues.